Event description:
The customer contacted stryker to report that their device was not powering on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not powering on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center (pac) technician verified the reported issue of device not turning on when the lid was opened. The root cause was a depleted battery. The device was archived by stryker and the customer received a replacement.